Event description:
Reporter indicated that a vns pt thought the lead was knotted up in her neck. X-rays were sent to the MFR. A review of the x-rays revealed no discontinuities in the lead body or vns system. It was noted in the x-rays that one of the three tie-downs present had become disengaged from the lead body. Her treating psychiatrist indicated diagnostics showed the device to be functioning properly. Add'l info from another psychiatrist revealed that the pt is searching for a surgeon to revise her lead as she believes to be "loose." Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. No gross lead discontinuities visualized. Tie-down was disengaged from lead body.